Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis and whether the patient was hospitalized for the event was unknown. On an unreported date, the patient began treatment for the peritonitis with vancomycin (two grams, once in seven days, route not reported) and fortum (250 mg, daily up to 14 days and intraperitoneally). The outcome of the peritonitis event was unknown. The action taken with dianeal therapy was not reported. No additional information is available.